Event description:
The ems contacted lifescan (lfs) in 2005 alleging that their ultra meter gave a high reading. Medical affairs specialist (mas) briefly spoke to the ems the 3rd day and obtained/verified the following info: a couple of days ago ems received a 911 call and went to a pt's house, who looked like he had symptoms of a stroke. Ems mentioned the "symptoms of a stroke are similar to hypoglycemia" and did not go into detail about the symptoms the pt experienced. Ems tested the pt on their ultra meter and received an 84 mg/dl. Ems did not treat the pt and rushed him to the hosp. Ten to fifteen minutes later, the pt was tested on the hosp device (accucheck) and the meter displayed a 62 mg/dl not 64 mg/dl as was first mentioned in 2005. A stat lab test was done and the pt's blood glucose was 63 mg/dl. The ER treated the pt with "d50" and the pt regained consciousness soon after treatment. Reporter mentioned that if they had known the pt was low they would have treated him at home. Ems mentioned that the subject test strips are finished and he sent the subject meter back to lfs; therefore, mas was unable to troubleshoot with the ems. Ems had to get off the phone; therefore, mas was unable to obtain any further clinical info. Customer care agent sent the ems a replacement meter.